Manufacturer narrative:
Siderail control membrane.

Event description:
It was reported by service report that the head/left siderail controls were not functioning correctly. No pt involvement or adverse consequences are reported.